Event description:
Analysis of the generator was completed on (B)(6) 2015. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
This was inadvertently not corrected on previous MFR. Report.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2015. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
It was reported that the patient has experienced a recent increase in seizures. The patient's mother indicated that the vns still works for the patient, but she is concerned that the device may be nearing end of service. The patient was scheduled to see the physician to have the vns checked. It is unknown if the seizures are increased above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received on 02/18/2015 from the patient's nurse practitioner. She stated that she had recently seen the patient and that there was no report from the parents regarding increased seizures. The patient stated that everything was fine, the device was performing as intended.